Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Since the actual product has not been returned to the quality assurance department of shirakawa factory, the detailed condition of the product could not be verified. Therefore, the root cause could not be presumed or identified based on the information obtained from the investigation results. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited the bending sheath cover was broken/torn/ruptured and metal was protruding. The connection tube was detached, the metal part was sticking out from breakage on the bending section cover. There were no reports of patient involvement.